Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the procedure was to treat a calcified lesion on a bend in the distal rca. When the device was pressurized to 16 atm, the balloon ruptured. There were no pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - factors that can contribute to balloon ruptures include, but are not limited to, materials, lesion calcification, or insufficient preparation prior to use. In this instance, the lesion was heavily calcified, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the calcified lesion, such that the balloon ruptured upon inflation. It should be noted that the rx voyager's IFU warns that "balloon pressure should not exceed the rbp." Unfortunately, without the returned device for analysis, a conclusive root cause for the reported difficulties could not be determined.